Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (5,000 mcg/ml 500.2 mcg/day) and bupivacaine (5,000 mcg/ml at 500.2 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6)2018 it was reported that the patient was admitted to the hospital and was in the ICU (intensive care unit) because of a psychotic break and a possible overdose. The patient had a pump refill on (B)(6) 2018 and had not been the same after the refill per the patient¿s wife. The patient had stiffness and a psychotic episode where he heard voices to burn his house down which he did. When he was brought to the hospital, they had to sedate and calm him down. When they did, he aspirated and was put on a ventilator. There was a possible illicit substance found in his blood panel. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿unknown¿. A copy of the refill on (B)(6) 2018 was obtained from the office. The pump logs indicated that the last pump changed was (B)(6) 2017 at which time the pump was delivering morphine (3000 mcg/ml at 144.3 mcg/day) and bupivacaine (3000 mcg/ml at 144.3 mcg/day) and the patient was allowed 3 boluses per day. At the refill on (B)(6) 2018 the pump drug was changed to morphine (3000 mcg/ml at 300.1 mcg/day) and bupivacaine (3000 mcg/ml at 300.1 mcg/day) and the patient was allowed 2 boluses a day. The office did not send a copy of the (B)(6) 2018 refill information, but the information received indicated that at the (B)(6) 2018 visit 20 mg of preservative free morphine sulfate (5 mg/ml) and preservative free bupivacaine hcl (5 mg/ml) were ordered from the pharmacy for the (B)(6) 2018 visit. The pump was read in the hospital. There were no alarms and the logs showed a consistent use of a bolus 2 times per day. The concentration of the morphine and bupivacaine was 5000 mcg/day with the dose for both a 500.2 mcg/day. The physician wanted to decrease based on the wife¿s input that she felt he was never the same after the refill on (B)(6) 2018. The physician requested that the bolus be disabled and the dose was left at the 500.2 mcg/day. It was unknown if the issue was resolved at the time of the report. It was noted that the hcp had no further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.